Event description:
A potential reportable event involving aptus heli-fx endoanchors involves a suspected type iiib endo leak following thoracic endovascular aneurysm repair (tevar) with three medtronic valiant from its implanted location at some point within the first year following implantation, resulting in a suspected endograft fabric defect that is responsible for the endoleak. Aptus learned from the potential event via publication of an accepted manuscript by the annals of vascular surgery; the event was never directly reported to the co. The manuscript describing the procedure and the pt's f/u and current status is attached. The pt's thoracic aortic aneurysm was shown to be enlarged via CT at one year f/u, with an endoleak clearly visible. The endoleak was suspected to be a type iiib endoleak resulting from the dislocation of the endoanchor. The enlargement was not reported to be symptomatic. The pt was reported to refuse further interventional treatment; however, she remains under a f/u protocol. Analysis of the devices used is not possible as there was no alleged deficiency at the time of implantation, no complaint was reported, and it is assumed that the devices were discarded by the physician/operating room staff per standard practice following the procedure. In any event, there was no allegation of device defect or failure to perform satisfactorily at the time of implant. The endoanchors remain implanted within the pt. There are discrepancies in the procedural details between the test of the manuscript and the images, particularly with respect to the number of anchors implanted (reported as 6 within the manuscript; however, the post-operative chest x-ray clearly shows 8 anchors even though only 5 are highlighted with arrows). Referring also to the images provided in the manuscript, there are differences in the volume-rendered projections for acute (12 days) and mid-term (one year) f/u, which could account for the "missing" endoanchor, and the orientation (on the 12-day volume-rendered image) of the anchor that reportedly migrated does not appear to coincide with the orientation on immediate post-operative x-ray. If indeed the endoanchor did migrate, it is unlikely that a large endoleak could result from any minor graft defect left behind. The endoanchor itself is constructed of 0.5mm diameter wire. Endoanchors are routinely partially deployed through a graft, retracted, and re-deployed in another locations the sys allows for a two-step delivery to aid in accurate placement. With over (B)(4) endoanchor implants worldwide, this is the first report of the bleeding at the endoanchor location (or former endoanchor location), and also the first report of migration of an endoanchor during f/u.

Manufacturer narrative:
Raw dicom images of the procedure (angiography) and the f/u CT scans were requested so that a full analysis can be made; however, this request was denied by the treating physician on the basis of pt confidentiality. As this case occurred in germany, a vigilance report was also filed. In f/u from bfarm, it was suggested that another request should be made for the imaging, citing a "obligation to cooperate" clause within the (B)(4) medical devices safety plan regulation ((B)(4)). Aptus has made a subsequent request for imaging and will f/u with the results of any add'l investigation, should the imagining be made available.